Manufacturer narrative:
.

Event description:
Interference testing on the supplied patient sample was performed and revealed that sample-sourced interference did cause the elevated results. Consequently, the presence of sample-sourced interference caused reproducible (B)(6) results which did not correlate with the clinical status of the patient. Beckman coulter adds specific interference-eliminating proteins into the accutni reagent to minimize such interferences. However, in some rare cases, patient specific interference can still occur in most immunoassays. Beckman coulter product insert states: "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Beckman coulter recommends to carefully evaluate the results of patients suspected of having these types of interferences."

Event description:
The customer obtained elevated troponin I (accutni) patient result above the acute myocardial infarction (ami) cutoff of the assay, which was generated from a unicel dxi 800 access immunoassay system for one patient. The customer stated that repeat testing of the patient sample on the original instrument reproduced the elevated result while repeat testings on alternate methodologies produced lower results in the normal range of the assay. Patient samples were sent to beckman coulter for investigative testing to help determine if sample sourced interference had caused the elevated results. Cause of event is currently unknown and pending results of sample investigation. It is also currently unknown if the elevated results were reported out of the lab or if there was any change to patient treatment in connection with this event. Attempts to request patient treatment information will continue to be made. Service has not been dispatched for this event. The customer has sent in patient samples for investigative testing. Access accutni reagent (catalogue number a78803 and lot number 115633) was used in conjunction with the instrument.

Event description:
Beckman coulter has confirmed that no patient treatment was affected in connection with this incident. The elevated erroneous results were reported out of the laboratory. However, due to a discrepancy between the results and the patient's clinical situation, the cardiologist had decided to repeat the test in another laboratory with a different instrument.